Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an air bubble issue with the cartridge. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 495 mg/dl with symptoms of frequent urination, extreme thirst, exhaustion, and dehydration. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that air bubbles were noted in the system with multiple cartridges/infusion sets since (B)(4) 2014. The reporter stated that the luer lock was secured between the infusion set and the cartridge. No information was provided regarding the cartridge¿s integrity or cartridge filling technique. The reported air bubble issue was not resolve with troubleshooting. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemia due to an alleged air bubble issue in the system of unknown causes.